Manufacturer narrative:
A root cause could not be determined. Additional information for the investigation was requested but not provided. It was noted there were two instrument alarms around the time of the event that could indicate an issue with pre-analytical sample handling, however this could not be confirmed with the information provided for investigation.

Event description:
The customer alleged they received questionable thyrotropin (tsh) results for nine patients on their e-module. The customer stated some of the samples were repeated on this e-module and some were repeated on another e-module, but the customer did not know which samples were repeated on which analyzer. All the discrepant results were reported outside the laboratory. Patient 1 had an initial tsh result of 0.038 uiu/ml. The repeat result was 0.265 uiu/ml. Patient 2 had an initial tsh result of 0.015 uiu/ml. The repeat result was 0.106 uiu/ml. Patient 3 had an initial tsh result of 0.038 uiu/ml. The repeat result was 1.900 uiu/ml. Patient 4 had an initial tsh result of 0.039 uiu/ml. The repeat result was 2.280 uiu/ml. Patient 5 had an initial tsh result of 0.104 uiu/ml. The repeat result was 4.520 uiu/ml. Patient 6 had an initial tsh result of 0.465 uiu/ml. The repeat result was 2.060 uiu/ml. Patient 7 had an initial tsh result of 0.024 uiu/ml. The repeat result was 0.392 uiu/ml. Patient 8 had an initial tsh result of 0.026 uiu/ml. The repeat result was 6.200 uiu/ml. Patient 9 had an initial tsh result of 0.029 uiu/ml. The repeat result was 3.480 uiu/ml. The repeat results were considered correct and issued as corrected reports. There were no adverse events. The tsh reagent lot number 17090403 and the expiration date was 08/31/2013. The field service representative could not find the cause. He checked all fluid pressures, the pipetting accuracy, and sampling. He checked all nozzles and the dispensing. He checked the syringes and pinch tubing. He checked the voltages on all mechanisms. He cleaned the sipper lines from the sipper sample to the measuring cells.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.